Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope exhibited non-functioning of the 3d camera, and an unknown image issue. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit (charged coupled device) is broken. The video cable is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit (charged coupled device) is broken and therefore the pixelshift is incorrect. The video cable is broken and therefore the 3d image has defects or is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.